Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. The patient was brought into the clinic to see a physician and an electrocardiogram was performed. Everything looked okay. A patient initiated interrogation was to be performed with their remote monitoring system. There were no stored episodes within the device, the cause of the syncopal episode is unknown. This product remains in-service.